Manufacturer narrative:
Facility experienced an event with your endopath ets while performing a l.a.v.h.. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972676. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: any other notceable damage no, batch number k00r2f, cartridge pan in place/condition yes/good, condition of drivers good, lockout tabs on pan condition good, postion/condition of wedge sleds fully fired. Functional tests & results: condition of clamp first lockout good, condition of clamping mechanism good, condition of firing mechanism good, condition of knife good, condition of wedge bands good, is hyper lockout condition present no, result of attempted firing good. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly produced "malformed staples" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During a video assisted lobectomy the tsw35 was fired and cut the whole way, but did not staple the whole way. The nurse told the rep she may have loaded the stapler improperly. The same instrument was quickly reloaded with another tr35w cartridge preventing significant bleeding. The instrument was fired another 5 times successfully. The surgeon did not save the tsw35 since he did not believe there was a problem with the stapler. The cartridge is being returned. There was no consequence to the patient.